Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device dislocation ("migration of the device/migration of essure device/migration of essure device location of device: outside the tube but not perforated"), fallopian tube perforation ("perforation( fallopian tube)") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure and essure placement in left tube" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's past medical history included oral contraception from 2008 to 2009, multigravida, parity 3, delivery in 1993, delivery in 1997, delivery in 1998, anemia on (B)(6) 2009, heavy periods on (B)(6) 2009, painful periods on (B)(6) 2009, menorrhagia on (B)(6) 2009, anxiety on (B)(6) 2015, depressive disorder on (B)(6) 2015, pelvic pain on (B)(6) 2015, low back pain on (B)(6) 2016, pelvic pain on (B)(6) 2016, burning sensation on (B)(6) 2016, allergic rhinitis on (B)(6) 2016, contact dermatitis on (B)(6) 2016, gastroesophageal reflux disease on (B)(6) 2016 and eruption on (B)(6) 2016. Concurrent conditions included body mass index normal, nonsmoker and basal cell carcinoma. Family history included breast cancer (maternal grandmother paternal grandmother), ovarian cancer (paternal grandmother), coronary artery disease (father maternal grandfather paternal grandfather), diabetes (maternal grandfather,) and hypertension (father). Concomitant products included alprazolam (xanax), axotal (fioricet), ibuprofen (motrin) and omeprazole (prilosec). In november 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In september 2009, the patient experienced the first episode of dyspareunia ("apareunia (inability to have sexual intercourse/dyspareunia (painful sexual intercourse/painful sex"). In november 2009, the patient experienced the second episode of dyspareunia ("pain during intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2010, the patient experienced the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In march 2010, the patient experienced fatigue ("fatigue"). In january 2011, the patient experienced migraine ("migraines/ headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), abdominal pain lower ("lower left abdomin cramping"), groin pain ("groin/cramping"), investigation noncompliance ("essure confirmation test not done") and headache ("headaches"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)) and surgery (nova sure ablation done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, fatigue, the last episode of weight increased, migraine, abdominal pain lower and groin pain had resolved and the device dislocation, menorrhagia, back pain, the last episode of dyspareunia, abdominal distension, dysmenorrhoea and headache outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia, the first episode of weight increased, the second episode of dyspareunia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2008 patient had one essure tube placement,but due to tubal spasm inability to place second essure.however on (B)(6) 2009 second essure was placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Event: headache ,did not have confirmation test performed following insertion of essure micro-inserts nos were added. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), device dislocation ('migration of the device/migration of essure device/migration of essure device location of device: outside the tube but not perforated'), fallopian tube perforation ('perforation( fallopian tube)') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done", medical device monitoring error "nova sure and essure placement in left tube" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included gastroesophageal reflux disease on (B)(6) 2016, eruption on (B)(6) 2016, allergic rhinitis on (B)(6) 2016, contact dermatitis on (B)(6) 2016, low back pain on (B)(6) 2016, pelvic pain on (B)(6) 2016, burning sensation on (B)(6) 2016, anxiety on (B)(6) 2015, depressive disorder on (B)(6) 2015, pelvic pain on (B)(6) 2015, menorrhagia on (B)(6) 2009, heavy periods on (B)(6) 2009, painful periods on (B)(6) 2009, oral contraception from 2008 to 2009, multigravida, parity 3, delivery in 1993, delivery in 1997, delivery in 1998 and anemia on (B)(6) 2009. Concurrent conditions included body mass index normal, nonsmoker and basal cell carcinoma. Family history included breast cancer (maternal grandmother paternal grandmother), ovarian cancer (paternal grandmother), coronary artery disease (father maternal grandfather paternal grandfather), diabetes (maternal grandfather,) and hypertension (father). Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet) and omeprazole (prilosec). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2009, the patient experienced the first episode of dyspareunia ("apareunia (inability to have sexual intercourse/dyspareunia (painful sexual intercourse/painful sex"). In (B)(6) 2009, the patient experienced the second episode of dyspareunia ("pain during intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines/ headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), abdominal pain lower ("lower left abdomin cramping"), groin pain ("groin/cramping"), headache ("headaches"), allergy to metals ("allergy to metals"), anxiety ("anxiety"), mood altered ("bad mood") and dry skin ("dry skin"). The patient was treated with surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes), nova sure ablation done and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, fatigue, the last episode of weight increased, migraine, abdominal pain lower and groin pain had resolved and the device dislocation, menorrhagia, back pain, the last episode of dyspareunia, abdominal distension, dysmenorrhoea, headache, allergy to metals, anxiety, mood altered and dry skin outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, back pain, bladder disorder, device dislocation, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, groin pain, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia, the first episode of weight increased, the second episode of dyspareunia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2008 patient had one essure tube placement,but due to tubal spasm inability to place second essure.however on (B)(6) 2009 second essure was placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " anxiety, bad mood, dry skin and itching" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), device dislocation ('migration of the device/migration of essure device/migration of essure device location of device: outside the tube but not perforated'), fallopian tube perforation ('perforation( fallopian tube)') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done", medical device monitoring error "nova sure and essure placement in left tube" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included gastroesophageal reflux disease on (B)(6) 2016, eruption on (B)(6) 2016, allergic rhinitis on (B)(6) 2016, contact dermatitis on (B)(6)2016, low back pain on (B)(6) 2016, pelvic pain on (B)(6) 2016, burning sensation on (B)(6)2016, anxiety on (B)(6) 2015, depressive disorder on (B)(6) 2015, pelvic pain on (B)(6) 2015, menorrhagia on (B)(6)2009, heavy periods on (B)(6) 2009, painful periods on (B)(6) 2009, oral contraception from 2008 to 2009, multigravida, parity 3, delivery in 1993, delivery in 1997, delivery in 1998 and anemia on (B)(6) 2009. Concurrent conditions included body mass index normal, nonsmoker and basal cell carcinoma. Family history included breast cancer (maternal grandmother paternal grandmother), ovarian cancer (paternal grandmother), coronary artery disease (father maternal grandfather paternal grandfather), diabetes (maternal grandfather,) and hypertension (father). Concomitant products included alprazolam (xanax), butalbital; caffeine; paracetamol (fioricet) and omeprazole (prilosec). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2009, the patient experienced the first episode of dyspareunia ("apareunia (inability to have sexual intercourse/dyspareunia (painful sexual intercourse/painful sex"). In (B)(6) 2009, the patient experienced the second episode of dyspareunia ("pain during intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines/ headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), abdominal pain lower ("lower left abdomin cramping"), groin pain ("groin/cramping"), headache ("headaches") and allergy to metals ("allergy to metals"). The patient was treated with surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes), nova sure ablation done and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, fatigue, the last episode of weight increased, migraine, abdominal pain lower and groin pain had resolved and the device dislocation, menorrhagia, back pain, the last episode of dyspareunia, abdominal distension, dysmenorrhoea, headache and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia, the first episode of weight increased, the second episode of dyspareunia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2008 patient had one essure tube placement,but due to tubal spasm inability to place second essure. However on (B)(6) 2009 second essure was placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "allergy to metals", new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), device dislocation ('migration of the device/migration of essure device/migration of essure device location of device: outside the tube but not perforated'), fallopian tube perforation ('perforation( fallopian tube)') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure and essure placement in left tube" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gastroesophageal reflux disease on (B)(6) 2016, eruption on (B)(6) 2016, allergic rhinitis on (B)(6) 2016, contact dermatitis on (B)(6) 2016, low back pain on (B)(6) 2016, pelvic pain on (B)(6) 2016, burning sensation on (B)(6) 2016, anxiety on (B)(6) 2015, depressive disorder on (B)(6) 2015, pelvic pain on (B)(6) 2015, menorrhagia on (B)(6) 2009, heavy periods on (B)(6) 2009, painful periods on (B)(6) 2009, oral contraception from 2008 to 2009, multigravida, parity 3, delivery in 1993, delivery in 1997, delivery in 1998 and anemia on (B)(6) 2009. Concurrent conditions included body mass index normal, nonsmoker and basal cell carcinoma. Family history included breast cancer (maternal grandmother paternal grandmother), ovarian cancer (paternal grandmother), coronary artery disease (father maternal grandfather paternal grandfather), diabetes (maternal grandfather,) and hypertension (father). Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet) and omeprazole (prilosec). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2009, the patient experienced the first episode of dyspareunia ("apareunia (inability to have sexual intercourse/dyspareunia (painful sexual intercourse/painful sex"). In (B)(6) 2009, the patient experienced the second episode of dyspareunia ("pain during intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines/ headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), abdominal pain lower ("lower left abdomin cramping"), groin pain ("groin/cramping"), headache ("headaches"), allergy to metals ("allergy to metals"), anxiety ("anxiety"), mood altered ("bad mood") and dry skin ("dry skin"). The patient was treated with surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes), nova sure ablation done and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, fatigue, the last episode of weight increased, migraine, abdominal pain lower and groin pain had resolved and the device dislocation, menorrhagia, back pain, the last episode of dyspareunia, abdominal distension, dysmenorrhoea, headache, allergy to metals, anxiety, mood altered and dry skin outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, back pain, bladder disorder, device dislocation, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, groin pain, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia, the first episode of weight increased, the second episode of dyspareunia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2008 patient had one essure tube placement,but due to tubal spasm inability to place second essure.however on (B)(6) 2009 second essure was placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device dislocation ("migration of the device/migration of essure device"), fallopian tube perforation ("perforation( fallopian tube)") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. Ess305-646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure and essure placement in left tube". The patient's past medical history included contraception nos from 2008 to 2009, multigravida, parity 3, delivery in 1993, delivery in 1997, delivery in 1998, anemia on (B)(6) 2009, heavy periods on (B)(6) 2009, painful periods on (B)(6) 2009, menorrhagia on (B)(6) 2009, anxiety on (B)(6) 2015, depressive disorder on (B)(6) 2015, pelvic pain on (B)(6) 2015, low back pain on (B)(6) 2016, pelvic pain on (B)(6) 2016, burning sensation on (B)(6) 2016, allergic rhinitis on (B)(6) 2016, contact dermatitis on (B)(6) 2016, gastroesophageal reflux disease on (B)(6) 2016 and eruption on (B)(6) 2016. Concurrent conditions included body mass index normal, nonsmoker and basal cell carcinoma. Family history included breast cancer (maternal grandmother paternal grandmother), ovarian cancer (paternal grandmother), coronary artery disease (father maternal grandfather paternal grandfather), diabetes (maternal grandfather,) and hypertension (father). On (B)(6) 2008 patient had one essure tube placement,but due to tubal spasm was unable to place second essure.in (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2009, the patient experienced the first episode of dyspareunia ("apareunia (inability to have sexual intercourse/dyspareunia (painful sexual intercourse/painful sex"). In 2010, the patient experienced the first episode of weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), the second episode of weight increased ("weight gain"), the second episode of dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/ headaches"), abdominal pain lower ("lower left abdomin/groin/cramping") and investigation noncompliance ("essure confirmation test not done"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy)(bilateral removal of fallopian tubes) and surgery (nova sure ablation done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, fatigue, migraine and abdominal pain lower had resolved and the device dislocation, menorrhagia, back pain, the last episode of weight increased, the last episode of dyspareunia, abdominal distension and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia, the first episode of weight increased, the second episode of dyspareunia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2008 patient had one essure tube placement,but due to tubal spasm inability to place second essure.however on (B)(6) 2009 second essure was placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs and mr received-reporter, other relevant history, new events- perforation( fallopian tube), abnormal bleeding vaginal, menorrhagia, dyspareunia, bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, weight gain, migraines/ headaches and lower left abdomin/groin/cramping were added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device dislocation ("migration of the device/migration of essure device"), fallopian tube perforation ("perforation( fallopian tube)") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure and essure placement in left tube". The patient's past medical history included oral contraception from 2008 to 2009, multigravida, parity 3, delivery in 1993, delivery in 1997, delivery in 1998, anemia on (B)(6) 2009, heavy periods on (B)(6) 2009, painful periods on (B)(6) 2009, menorrhagia on (B)(6) 2009, anxiety on (B)(6) 2015, depressive disorder on (B)(6) 2015, pelvic pain on (B)(6) 2015, low back pain on (B)(6) 2016, pelvic pain on (B)(6) 2016, burning sensation on (B)(6) 2016, allergic rhinitis on (B)(6) 2016, contact dermatitis on (B)(6) 2016, gastroesophageal reflux disease on (B)(6) 2016 and eruption on (B)(6) 2016. Concurrent conditions included body mass index normal, nonsmoker and basal cell carcinoma. Family history included breast cancer (maternal grandmother paternal grandmother), ovarian cancer (paternal grandmother), coronary artery disease (father maternal grandfather paternal grandfather), diabetes (maternal grandfather,) and hypertension (father). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2009, the patient experienced the first episode of dyspareunia ("apareunia (inability to have sexual intercourse/dyspareunia (painful sexual intercourse/painful sex"). In 2010, the patient experienced the first episode of weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), the second episode of weight increased ("weight gain"), the second episode of dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/ headaches"), abdominal pain lower ("lower left abdomin cramping"), groin pain ("groin/cramping") and investigation noncompliance ("essure confirmation test not done"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)) and surgery (nova sure ablation done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, fatigue, migraine, abdominal pain lower and groin pain had resolved and the device dislocation, menorrhagia, back pain, the last episode of weight increased, the last episode of dyspareunia, abdominal distension and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, groin pain, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia, the first episode of weight increased, the second episode of dyspareunia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2008 patient had one essure tube placement,but due to tubal spasm inability to place second essure.however on (B)(6) 2009 second essure was placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-feb-2018: correction was done on 05-feb-2018 following company internal coding review, the event lower left abdomin/groin/cramping was split to meddra llt lower abdominal pain and groin pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device dislocation ("migration of the device/migration of essure device"), fallopian tube perforation ("perforation( fallopian tube)") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure and essure placement in left tube". The patient's past medical history included oral contraception from 2008 to 2009, multigravida, parity 3, delivery in 1993, delivery in 1997, delivery in 1998, anemia on (B)(6) 2009, heavy periods on (B)(6) 2009, painful periods on (B)(6) 2009, menorrhagia on (B)(6) 2009, anxiety on (B)(6) 2015, depressive disorder on (B)(6) 2015, pelvic pain on (B)(6) 2015, low back pain on (B)(6) 2016, pelvic pain on (B)(6) 2016, burning sensation on (B)(6) 2016, allergic rhinitis on (B)(6) 2016, contact dermatitis on (B)(6) 2016, gastroesophageal reflux disease on (B)(6) 2016 and eruption on (B)(6) 2016. Concurrent conditions included body mass index normal, nonsmoker and basal cell carcinoma. Family history included breast cancer (maternal grandmother paternal grandmother), ovarian cancer (paternal grandmother), coronary artery disease (father maternal grandfather paternal grandfather), diabetes (maternal grandfather,) and hypertension (father). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2009, the patient experienced the first episode of dyspareunia ("apareunia (inability to have sexual intercourse/dyspareunia (painful sexual intercourse/painful sex"). In 2010, the patient experienced the first episode of weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), the second episode of weight increased ("weight gain"), the second episode of dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/ headaches"), abdominal pain lower ("lower left abdomin cramping"), groin pain ("groin/cramping") and investigation noncompliance ("essure confirmation test not done"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)) and surgery (nova sure ablation done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, fatigue, migraine, abdominal pain lower and groin pain had resolved and the device dislocation, menorrhagia, back pain, the last episode of weight increased, the last episode of dyspareunia, abdominal distension and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, groin pain, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia, the first episode of weight increased, the second episode of dyspareunia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2008 patient had one essure tube placement,but due to tubal spasm inability to place second essure.however on (B)(6) 2009 second essure was placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-feb-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc ((B)(4)) received on 09-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 7 years later, she underwent a hysterectomy and bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2009 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing chronic pelvic pain, lower back pain, weight gain, pain during intercourse, bloating and migration of the device. On (B)(6) 2016, she saw her physician and underwent a hysterectomy and bilateral salpingectomy. Quality safety evaluation received on 09-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 7 years later, she underwent a hysterectomy and bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.